Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood.

Event description:
During an implant procedure, it was reported the right atrial (ra) lead dislodged and experienced a helix rotation problem. The right atrial lead was explanted and replaced to resolve the event. The patient was stable.